Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead was dislodged to the tricuspid valve annulus which was confirmed under chest x-rays and echocardiography. The atrial lead demonstrated loss of capture and sensing with high pacing impedance. The atrial lead was explanted, and a new lead was replaced. The patient was discharged with no reports of adverse consequences.